Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the marker sheared off into the breast. The piece was removed. Another device was used to complete the procedure. There was no adverse consequence to the patient.